Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message and did not display the power interrupt error message. When the insulin pump is accidentally bumped somewhere, the insulin pump turns off and turns on and performs a self-test, then continues to run normally.